Event description:
Customer initially reported that the blade tip broke off inside a patient's mouth. Later they confirmed that the tip did not break with a patient; however they have no other details. The device is being returned for evaluation.

Manufacturer narrative:
Confirmed chipping. Looks like it was dropped by the customer. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any show signs of wear or damage.